Event description:
It was reported that the customer experienced high blood glucose levels. The blood glucose reading was over 400 mg/dl, which was treated with a manual injection. The customer declined troubleshooting for the high blood glucose, stating that she knew the blood glucose was high because she had not yet receive the insulin pump in order to continue therapy. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. Please see medwatch report # 3004209178-2015-94595.